Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:3006705815-2019-05081. It was reported the patient was experiencing ineffective therapy due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein one lead was explanted and replaced. Issue resolved. It is unknown which lead was explanted and replaced. Therefore, both leads will be reported.